Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(4) 2013, a physician reported that this vns patient was having an increase in seizures. No information was available as this was not the patient's following physician. Attempts for additional information have been unsuccessful. A battery life calculation indicated 9.77 years remaining.